Event description:
It was reported through service rep, (B)(6) that a (B)(6), male, patient, was doing partial standing progressing into full stand exercises with a nurse(s) off of the side of the bed. When the patient would sit at the edge of the bed, the bed would move slightly, while brakes were engaged. Eventually the patient got fatigued and started to slide forward off of the bed. Caregivers were able to get the patient back into bed safely. No adverse consequence reported.

Manufacturer narrative:
It is unable to be confirmed by the manufacturer as to whether or not the device was performing to specification as the serial number of the product was not provided.